Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 3rd 2016 stating that it didn't seem to help like it did from the start. No steps had been taken yet, as the patient was waiting to hear from their healthcare facility.

Event description:
A patient reported on (B)(6) 2016 stating that they had not used stimulation in the last year and had let it run down because it was not helping much. The stimulation therapy was helping at first, but then was not helping as much. This occurred about a year and a half prior to report. The patient also reported that the implantable neurostimulator (ins) was tilted and causing pain at the ins site, noting that bottom right side of the ins was tipping out. The ins issue occurred about 6-7 months prior to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.